Manufacturer narrative:
The device was returned to the manufacturer for analysis. The field generator was connected to a test system with the ent application, and verification, tracking, and accuracy were normal. Verified a registration probe at 1.2mm and surface tracking and accuracy looked normal. Verified a straight suction tool at 1.0mm, and tracking and accuracy looked normal. The device was connected to a test system with the cranial application and tracking inside the too close-too far parameters looked normal. The device passed the pegboard accuracy test with an error of 1.525mm. Flexing the cable did not indicate any intermittent opens. The reported event could not be duplicated by medtronic personnel. The device was replaced at the site and a system checkout showed that the system was fully functional. There were no further issues.

Event description:
A medtronic representative reported that while covering functional endoscopic sinus surgery (fess) case the surgeon felt 4mm-5mm inaccurate when inside the patient's sinuses. He had successfully passed tracer registration 3 times, verified accuracy on the patients external anatomy without issue. However, when the surgeon was navigating within the patient's sinuses he felt inaccurate. The rep measured an inaccuracy of 7mm. A new patient and instrument tracker was attempted and received a low distance to divot error for all instruments (straight suction, 70 degree suction, ostium seeker). These instruments and a rad 40 curved shaver blade were reading approximately 7mm inaccurate within the sinuses. Yet, the external accuracy was 1mm or less throughout the surgery. The 3d model looked as it should, contained no scatter. Michael re-positioned the emitter and checked for metal interference, but this did not help. The interference value of the patient tracker was 1.1 and the instrument was less than 1. Navigation was continued and there was no impact to the outcome of the patient.